Manufacturer narrative:
Device evaluation: the device is related to the reported event rupture received on (B)(6) 2024, with lot number 3068978. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: broken device observed assessed as unidentified (tear)opening. (Shell thickness was within specification). Missing shell assessed as inconclusive. No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right breast implant rupture. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right breast implant rupture. Device has been explanted and replaced with non-allergan device.

Event description:
Explanting physician reported right breast implant rupture. Patient representative reported "patient was concerned about the appearance and the feeling of her right breast. We understand our client was a patient with the serial number that was recall". Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 02/15/2024.

Event description:
Healthcare professional reported right breast implant rupture. Patient representative reported "patient was concerned about the appearance and the feeling of her right breast. We understand our client was a patient with the serial number that was recall". Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken device observed assessed as unidentified (tear)opening. (Shell thickness was within specification). Missing shell assessed as inconclusive. No other observations observed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: b.3., d.9., h.2., h.3., h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, b6, h6.

Event description:
Healthcare professional reported right side device "rupture". Patient representative reported patient later "received fat transferred breast augmentation, was concerned due to recall" and rupture was diagnosed via mammogram. The device has been explanted and replaced with another manufacturer's device.